Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer reported via phone call off no power without low battery indicator alarm on the insulin pump. Customer's blood glucose level was 77 mg/dl. Troubleshooting for off no power alarm was performed. Customer advised this is the second occurrence of this alarm. Customer advised when they replaced the battery they received a weak battery alarm. Troubleshooting for the weak battery alarm was performed. Customer was advised to monitor the device and call back if they experience issues. Customer called back and advised that the battery life of the device is diminishing. Troubleshooting for low battery alarm was performed. Customer was advised that most batteries last a week and they are getting good battery life. Customer was advised to monitor the device and call back if issues recur.